Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/26/2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that irritation occurred from the sensor wire at the insertion site, on the abdomen to the right of the navel. The sensor was removed on (B)(6) 2018 due to irritation. The site was slightly infected. Patient contacted a doctor on (B)(6) 2018 and was advised to treat the reaction with over the counter cavilon and neosporin. Patient went to a follow-up appointment on (B)(6) 2018, however no other treatment was given as the issue had resolved. At the time of contact, it was indicated that the patient was feeling fine. No additional event or patient information is available.